Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 9559162 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
Ait was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction surgery with two 550cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with a 700cc mentor memorygel right breast implant and 650cc mentor left memorygel breast implant on (B)(6) 2022. This medwatch form is for the left breast prosthesis.